Event description:
The customer reported that the service latch was loose and table was free floating. The philips customer support specialist (css) confirmed there was no harm to a patient, bystander, or operator. The philips field service engineer (fse) assisted the onsite biomedical engineer over the phone with re-securing the service latch to resolve the issue.

Manufacturer narrative:
Pr#: (B)(4). On 27-jan-2014, the customer, (B)(6), reported that the pedestal was floating while trying to move patients, for (B)(4). The system was in clinical use at the time of the issue was discovered. There was no report of any harm to the operator, patient or bystander during the incident. The customer contacted the philips help desk to inform them of the issue. The philips field service engineer (fse) assisted the onsite biomedical engineer over the phone with re-securing the service latch to resolve the issue. No other service latch complaints have been received from the customer after the service latch was re-secured. There was no part replacement. The system is fully operational. CT engineering determined that the overall risk is acceptable. CT engineering also determined that there is a potential for undesired radiation to the patient due to carbon top stops/free floats before scan completed. In such cases, the trained professional may determine a rescan is necessary. The risk associated with a rescan from a CT scanner is acceptable. A field safety notification (fsn 72800614) was sent to the field on 08-apr-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents. There was no part replacement. Since the fse was not sure of the cause of the unsecured service latch, a root cause could not be determined.